Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. Additionally, the suspected outflow graft thrombus could not be confirmed through this evaluation. The controller event log file contained events from (B)(6) 2024 through (B)(6) 2024. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, "introduction," lists adverse events, including other neurological event (not stroke-related), cardiac arrhythmia, device thrombosis, which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists neurological dysfunction, thromboembolism and arrhythmia as potential late postimplant complications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had a history of ventricular tachycardia (vt) and supraventricular tachycardia (svt) requiring an implantable cardioverter-defibrillator (ICD). It was communicated on (B)(6) 2024 that the patient was explanted on (B)(6) 2024. Whether the outcome was device or therapy related was not provided by the customer. The pump would not be returned. It was communicated on (B)(6) 2024 that the patient's low flows were treated with IV fluid and salt tabs throughout their course of treatment from (B)(6) 2023 to time of exclusion. The patient had an arrhythmia episode reported on (B)(6) 2023 was later determined to be not vt by the electrophysiologist provider. It was unknown if the arrhythmia was sustained or if the patient experienced any symptoms. It was also unknown whether any treatment was performed or if the arrhythmia resulted in clinical compromise. The patient had a history of vt prior to pump placement. It was unknown if the arrhythmia in the event was thought to be device or therapy related. It was stated that patient anticoagulation was discontinued due to risk of injury due to frequent falls. The pump set speed was reduced to 4600 with hematocrit to 20 to decrease lfas. CT images were not available. No symptoms of thrombus were observed, and no treatment was performed as the thrombus was stated to not limit flow. The pump operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had been admitted after they presented to the clinic for a new visit for consideration of pump explanation. The patient had frequent falls, with the most recent on 07aug2024 with loss of consciousness and they hit their head. They had frequent dizziness. It was recommended that the patient be admitted for titration of blood pressure medication and turn down study. It was communicated on (B)(6) 2024 that the patient was considered for explant due to cardiac recovery. The cause of the falls was undetermined. It was also noted that the patient intermittently self-adjusted (increased) hypertension medications. The patient did not experience any head trauma/bleeds. Support was provided and intravenous fluids were administered. A computed tomography angiography (cta) scan was performed and showed a small amount of nonocclusive intraluminal thrombus along the walls of the outflow cannula. The thrombus measured up to 4 millimeters (mm) in diameter and did not result in significant outflow cannula luminal narrowing. The scan also noted a history of syncope/presyncope with the suspected cause being cerebrovascular. It was unknown if a neurological event was ruled out as a cause of the falls/dizziness.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.